Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the initial valve was deployed, mild-moderate paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (bav) with a 23x45mm balloon was performed. During dilation, the valve dislodged toward the aorta, and pvl worsened to severe. A new delivery catheter system (dcs) was used to successfully implant a second valve in a lower position. No additional adverse patient effects were reported.